Event description:
Customer reported communications errors. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the single board computer needs to be replaced. Waiting on customer approval.